Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator had a sensing issue. It was further reported that intermittent sensing failure was observed when the cable was touched and fracture of the cable was suspected. But evaluation of the generator was requested. The generator was replaced by another temporary pacer. The generator is expected to be returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: at analysis it was confirmed that the cable was fractured. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the cable was returned for service.

Manufacturer narrative:
Correction: product analysis: analysis was unable to confirm the customer comment of a sensing issue. No anomalies were observed on the device's performance with operational testing on the console. It was noted that the upper case was cracked. The product was to be returned unrepaired at the customer's request. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the external pulse generator was returned for service.